Manufacturer narrative:
Company comment: the serious event of inflammation at implant site, the non-serious events of nodule, induration, swelling, discoloration at implant site, granuloma skin and foreign body reaction were considered expected and possibly related to the treatment. The potential root cause include foreign body reaction to the product in the local tissue or the treatment procedure. Based on the information reported and the duration and two times performed corrective treatments with corticosteroid injections, the case is assessed as meeting the seriousness criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure or the product. Lot number was not reported and the product could not be verified. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(4) 2021 by a 24-year-old male patient, reporting his own case. The patient's medical history included atrophic acne scars. No information about history of allergies or previous filler treatments has been provided. In (B)(6) 2020, the patient received treatment with sculptra to buttock (unknown amount, lot number, injection technique and needle type) for the treatment of atrophic acne scars. In (B)(6) 2021, the patient experienced nodules (implant site nodule) at gluteus, that got inflamed (implant site inflammation) and harder (implant site induration). In (B)(6) 2021, the patient had received treatment with radiesse. In (B)(6) 2021, the patient reported that the nodule got swollen (implant site swelling) and purple (implant site discolouration). After some time, nodule height decreased and stayed as before [as reported]. On an unknown date, the patient underwent an echography that evidenced a foreign body reaction (foreign body reaction) to plla (poly-l-lactic acid) particles. The patient also experienced granulomas (granuloma skin) and serious skin reaction. On (B)(6) 2021 approximately, the patient had received injection of atrinat [triamcinolone hexacetonide]. According to the patient, no professional knew how to treat the reaction. On (B)(6) 2022, the patient received another injection of atrinat. The product was diluted in injectable solution 1:2, being 1 of corticoid and 2 of injectable solution. The patient clarified that the physician who injected the corticoid was not the same who injected sculptra. The patient also clarified that he had considered the adverse events as serious because they affected his physical and emotional health and also had to take many corrective treatments as corticoids injection at the inflamed nodule which persisted, but it greatly decreased in size. The complication was not corrected by the physician who injected sculptra. At the time of the report, the patient considered himself as not recovered because the nodule still remained, for almost a year and a half. Outcome at the time of the report: nodule was not recovered/not resolved/ongoing. Inflamed was not recovered/not resolved/ongoing. Harder was unknown. Purple was unknown. Swollen was not recovered/not resolved/ongoing. Foreign body reaction was unknown. Granulomas was unknown. Tracking list: v.0 initial. V.1 fu received on (B)(6) 2022 from patient himself. Events (harder, foreign body reaction) added. Patient demographics, concomitant filler, suspect device location, event onset date, laboratory data and corrective treatment details were updated. V.2 fu received on (B)(6) 2022 from patient himself via social media. Event (granulomas) added. Outcome of event nodules and reporter causality for foreign body reaction was updated. V.3 fu received on (B)(6) 2022 and (B)(6) 2022 from patient himself: the patient provided clarification regarding serious skin reaction. Information about outcome of nodule, inflammation at implant site and corrective treatment (two times atrinat injection) was provided.